Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during advancement, the device encountered resistance and could not be delivered to the target lesion. The device was simply removed in one piece, and a stent delivery catheter fracture was noted. The procedure was completed with an alternative device. No patient complications and hemodynamically stable throughout the procedure and post-procedure